Event description:
Attempts to obtain the programming history for review by the manufacturer have been unsuccessful as the site indicated that they did not wish to provide the requested information.

Event description:
It was reported by a neurologist that pt's vns current output was set to 0ma which was not intended. The review physician's handheld by company representative at the physician's office showed that a faulted diagnostics occurred on (B)(6) 2011 and no final interrogation was performed to verify pt's settings. Attempts to obtain a copy of physician's programming history will be made to verify the allegation.